Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 61-year-old male patient developed hemolysis during impella support. Patient experienced decreased renal function and was unable to wean off pressor support. Due to the noted condition, the physician planned to escalate to an impella 5.5 for support.

Manufacturer narrative:
The investigation into the hemolysis has been completed. The device was not returned for benchtop evaluation and investigation. Per the clinical information provided, hemolysis was observed during impella support with impella in aorta alarms seen and the pump was repositioned with echocardiogram. Data logs were reviewed. Improper position of pump was observed with several aorta alarms and alarms resolved after repositioning. The cause of the hemolysis issue was most likely improper positioning of the device.